Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported visionaire product did not fit correctly so more bone was removed than planned.

Manufacturer narrative:
The associated device was not returned for evaluation. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Our investigation including an engineering investigation by our visionaire team found that the surgeon requested changes via email to the engineer who failed to make the requested changes. As a result, the cutting blocks were sent out without the requested changes. There is no report of patient injury as the procedure was completed using standard instrumentation. Therefore, no further clinical assessment is warranted. No additional actions are being taken at this time. We consider this investigation closed. Should additional information be received, the complaint will be reopened.